Event description:
It was reported that while using a matrix reduction spondylolithesis tool, the tip of the instrument broke off. The tips on the black plastic nut were snapped off. All tips were accounted for. It is believed that the tool was forcefully assembled by the scrub nurse causing the tips to break. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.